Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and evidence of moisture corrosion in the compartment. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the battery compartment was found to be cracked. Evidence of moisture corrosion was found in the compartment. Unrelated, the pump¿s history showed a replace battery alarm associated with high voltage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.